Manufacturer narrative:
Date of event has been estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg became inoperable because the patient did not recharge the ipg as recommended. The issue was resolved through an ipg replacement on (B)(6) 2019.